Event description:
Reporter reported that the 'white roller clamp is loosened from the roller clamp'. No injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a loose roller clamp, due to broken occluder legs. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.